Manufacturer narrative:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve dislodgement occurred. It was initially reported by the customer that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking when a catheter was in place. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. Procedure was continued. There were no patient consequences. Based on the reported information, the catheter leak was assessed as not reportable since a leak is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/15/2020, bionsense webster inc. Received additional information indicated there was no damage that was noticed upon insertion for use on patient. It was when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled back that they could see the hemostatic valve dislodgement inside. The hemostatic valve did not break into separate pieces, it remained intact, and it stayed within the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Caller is not aware of any air entering the patient¿s body and there was minimal blood observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced immediately and there was no need for surgical removal. Based on the additional information received indicating there was a hemostatic valve dislodgement, the complaint was reassessed to be MDR reportable for a malfunction. Device evaluation details: the device evaluation has been completed. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint is confirmed. The root cause of the valve separation could be related to the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve dislodgement occurred. It was initially reported by the customer that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking when a catheter was in place. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. Procedure was continued. There were no patient consequences. Based on the reported information, the catheter leak was assessed as not reportable since a leak is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 01/15/2020, biosense webster inc. Received additional information indicated there was no damage that was noticed upon insertion for use on patient. It was when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled back that they could see the hemostatic valve dislodgement inside. The hemostatic valve did not break into separate pieces, it remained intact, and it stayed within the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Caller is not aware of any air entering the patient¿s body and there was minimal blood observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced immediately and there was no need for surgical removal. Based on the additional information received indicating there was a hemostatic valve dislodgement, the complaint was reassessed to be MDR reportable for a malfunction. On 01/30/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The complaint catheter was inspected and found with hemostatic valve is dislodged inside of hub. Brim cap and friction ring remain intact. The returned condition was also assessed as MDR reportable. This event was originally considered non-reportable, however, bwi became aware of additional information on 01/15/2020 that changed reportability and reassessed this complaint as MDR reportable.